Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), fracture, organ (org)/vena cava (vc) perforation, embedment, deep vein thrombosis (dvt)/occlusive thrombosis/stenosis, complex retrieval, migration/embolization (fragments to lungs/vertebral body/aorta), respiratory failure, pain, anxiety, depression, limited mobility, post traumatic stress disorder (ptsd), insomnia. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported respiratory failure, pain, anxiety, depression, limited mobility, post traumatic stress disorder (ptsd), and insomnia are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a gunther tulip filter on (B)(6) 2010 due to cancer/blood clots. It has been reported the patient underwent a complex filter retrieval procedure with thrombectomy approximately twelve years later due to extensive iliac and ivc deep vein thrombosis (dvt) with filter. Patient is alleging device migration and fracture, vena cava and organ perforation, chronic dvt/thrombolysis/anticoagulation, recurrent pulmonary embolisms (pe) leading to respiratory failure/interventional radiology (ir) thrombolysis, complex removal with fragments remaining, occlusive thrombosis, and embolization (fragments in lungs, vertebral body, and aorta). Patient notes and further alleges experiencing chronic pain, anxiety and depression, limited mobility, post traumatic stress disorder (ptsd)/therapy and insomnia. "The ptsd began presenting symptoms after the attempted retrieval of my ivc filter". Per a report from computed tomography (CT): "opinion: 1. One of the struts of the inferior vena cava filter is contacting the anterior cortex of l2 eroding a cavity into the anterior margin of l2 measuring 10 x 9 x 6 mm. This cavity is well corticated and is chronic. There is no adjacent soft tissue mass or other abnormality". Per a report from magnetic resonance imaging (MRI): "conclusions: 1. No acute compression deformities are seen. There is a cystic area in the anteroinferior l2 vertebral body corresponding to the area where the inferior vena cava strut graft was seen to result in bony remodeling on a comparison CT scan". Per a report from x-ray: "impression: ¿ 3. Again noted is a retrievable ivc filter. Previous CT imaging demonstrated extension of a tine beyond ivc lumen eroding the ventral margin of l2. This is not well seen radiographically. If this is no longer required for the prevention of thromboembolic disease consultation with interventional radiology for attempted removal is suggested". Per a report from CT: "aorta/vascular: aorta and ivc are unremarkable in caliber. There is an infrarenal inferior vena cava filter". "Bones: degenerative changes and curvature of the spine. Area of lucency is seen near 1 of the limbs of the ivc filter where it extends into the region of the anterior vertebral body wall at l2". Per a report from CT: "vasculature: stable ivc filter with some portions extending outside the caval wall". Per a report from CT: "impression: 1. Extensive deep venous thrombosis seen extending to the level of the inferior vena cava filter. Thrombus is seen within the left hemipelvis in the common, external, and internal iliac veins and further extends into the left lower extremity. Within the right hemipelvis thrombus is present within the common iliac vein with extension into the internal iliac vein. 2. The opacity within the pre sacral space is likely due to edema associated with venous thrombosis". Per a report from thrombolysis: "impression: 1. Placement of bilateral popliteal vein sheaths and placement of bilateral cragg mcnamara infusion catheters with infusion chamber spanning the length of level from the apex of the ivc filter to the upper femoral veins bilaterally with initiation of catheter directed thrombolysis utilizing 0.5 mg tpa via each infusion catheter, heparin 500 units/hour and heparinized saline as above". Per a retrieval report (successful): "the filter was removed in deemed intact with exception of several small struts. These appear to be located at the expected location of bony remottling along 1 of the struts seen along the upper lumbar spine and possibly a small cyst strut fragment is seen in the left lower lobe on fluoroscopic evaluation". " findings: there is occlusion/thrombus of both common iliac veins with multiple collaterals seen. Initial cavogram demonstrates perforation of the filter struts beyond the margins of the inferior vena cava wall...prior CT also better demonstrated that the apex and hook of the filter were imbedded within the anterior portion of the inferior vena cava wall...prominent thrombotic burden seen at the level of the filter within the inferior vena cava...persistent thrombus was seen at the level of the ivc filter. This was treated with multiple angioplasties utilizing an 8 mm and 12 mm balloon at the level of the filter to establish a channel. Follow-up venography showed improved flow through the level of the filter...there is some irregular narrowing of the inferior vena cava and 16 mm diameter balloon angioplasties were performed throughout the extent of the ivc from the level of the filter and distal into the common iliac veins. Completion pelvic and inferior vena cava venography shows brisk outflow through the iliac veins and through the inferior vena cava. There is probably a small volume of irregular thrombus along the walls of the external iliac veins, left greater right". "Impression: 1. Technically successful mechanical thrombectomy of the iliac veins and inferior vena cava as well as removal of an indwelling tulip ivc filter using complex retrieval techniques. 2. The filter was removed mostly intact, several small struts noted to be fractured and located fluoroscopically as above in findings. 3. Post inferior vena cava filter removal with minimal caval injury. No extravasation. 4. Patient will be admitted to the ICU". Per a report from CT: "findings: a small fragment of an ivc filter tine is seen having eroded into the anterior aspect of the l2 vertebral body, unchanged from the imaging study prior to removal. Osseous remodeling is present. Persistent linear high density focus. 2 additional small metallic fragments are seen, one between the ivc and aorta. A third along the posterior wall of the ivc".

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2010, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Section e3: non-healthcare professional. Investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received which noted the following: patient has alleged pain. The device moved and created a clotting event which required four emergency operations resulting in a substantial bleeding event. Patient additional alleges they are receiving therapy for ptsd.